Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, a system alarm occurred. The operator reported that he did not know the appropriate troubleshooting response to the alarm and decided to discontinue the treatment without rinseback of the pt's blood. This resulted in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
No problem was found during testing and evaluation of the returned cycler. The reported alarms could not be duplicated. The exact cause of the system alarms is unknown. Device labeling instructions includes appropriate instructions for responding to system alarms. Review of alarm troubleshooting instructions is included in operator training materials. Reported blood loss was reviewed with facility staff and additional training was provided. Occasional alarms during hemodialysis treatments are expected and should not result in a blood loss if device labeling instructions are followed. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage will continue to monitor this event as part of the routine complaint process. Nxstage medical considers this report closed.